Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a skin reaction with a bacterial infection. The reaction was described as a rash and redness under the sensor patch. The patient received a prescription for an oral antibiotic (cephalexin 10 mg tab, 2 times per day for 7 days). No additional patient or event information is available.